Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the superficial femoral artery (sfa). The 7x119x75 innova stent was deployed with the distal section overlapping a previously implanted innova stent. The deployed stent was post-dilated however it was noted that the deployed stent did not perform well and was deformed. The procedure was completed with a non-bsc self-expanding stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the superficial femoral artery (sfa). The 7x119x75 innova stent was deployed with the distal section overlapping a previously implanted innova stent. The deployed stent was post-dilated however it was noted that the deployed stent did not perform well and was deformed. The procedure was completed with a non-bsc self-expanding stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.